Manufacturer narrative:
(B)(4). Correction: this event was re-evaluated. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1511 ml during therapy initiated on (B)(6) 2011 at 22:52:18, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 4 received a partial fill. Cycle 4 drain was completed on (B)(6) 2011 at 09:26:51 and the user's actual drain volume during cycle 4 was 3422 ml. The actual drain volume of 3422 ml is 151.4% of largest prescribed fill volume (lpfv) of 2260 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:52:18. During night drain cycle 4, the patient's ultrafiltration reading was 1511ml, indicating the home patient (hp) drained 1406ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.